Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: the physical device was not returned for evaluation. No photos were provided for review. It must be noted that the sheath that was used in the procedure is not designed to have an airguard valve in it. Therefore, the investigation is inconclusive for the reported leak issue as no objective evidence was provided for review. However, the investigation is confirmed for the identified improper or incorrect procedure issue as the customer should have been holding their finger over the mouth of the sheath according to the IFU. A definitive root cause could not be determined based upon the provided information. However, the root cause for the reported improper or incorrect procedure or method was determined to be use related. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a dialysis catheter placement; after placing the peel-away sheath and removal of the premounted-dilator, blood was allegedly leaked through the inlet like no valve was present. There was no reported patient injury.

Event description:
It was reported that during a dialysis catheter placement, after placing the peel-away sheath and removal of the premounted-dilator, blood was allegedly leaked through the inlet like no valve was present. There was no reported patient injury.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. H10: d4 (expiry date: 04/2024). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.